Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving morphine 15mg/ml for a total dose of 2.5mg/day, clonidine 400mcg/ml for a total dose of 66.67mcg/ml, baclofen 400mcg/ml for a total dose of 66.67mcg/day, and bupivacaine 15mcg/ml for a total dose of 2.5mcg/day via an implantable pump for no known indication for use. It was reported on) (B)(6) 2016 premature battery depletion occurred and possible strong magnetic exposure may have led or contributed to the issue. It was noted the pump elective replacement indicator (eri) was premature by over a year. Logs were checked and pump was replaced. Patient stated the magnetic was some kind of "roll magnet." The patient was in for a refill and was told to start planning a replacement in the coming year. Patient went back a few weeks later for a dose adjustment and the pump said it was at eri. The pump will be returned. It was unknown if the issue was resolved at time of the report. Patient status was alive-no injury. No symptoms reported.

Manufacturer narrative:
The pump was received for analysis and as received, the reservoir was empty and the pump was in safe state. Pump memory logs showed that the pump had low battery resets. The battery resistance test failed with a high resistance of 438 ohms which exceeded the 317 ohm spec. The pump was interrogated in analysis and it was determined that the pump still had 12 months until the elective replacement indicator triggered. The event status logs indicated that no elective replacement indicator occurred. Device codes were updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.